Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient's cgm displayed values around 300 mg/dl while a fingerstick blood glucose (bg fs) check read ¿high.¿ at that time, the patient reported symptoms including nausea, vomiting, increased thirst and urination, extreme hunger, and feeling unwell. The patient contacted her physician and was transferred to nurse triage, where she was advised to proceed immediately to urgent care. A neighbor transported her to the urgent care facility. Upon arrival, she was informed that her bg fs reading was also ¿high,¿ although she could not recall the specific value, and she had already removed the cgm sensor. At urgent care, the patient was treated with intravenous (IV) fluids for dehydration, monitored for approximately three hours, and prescribed zofran 4 mg once daily for five days. She was advised to obtain an MRI due to unresolved nausea; however, imaging could not be completed due to lack of MRI availability at the facility. The patient left feeling slightly nauseated and continued to report thirst and hunger. The patient reported no change in her overall condition following the event and stated she continued with her routine diabetes management regime and her routine medications (novolog 14 units with meals, lantus 45 units nightly, jardiance 25 mg once daily, gemfibrozil 600 mg once daily, vascepa 1 g twice daily, aspirin 81 mg once daily, losartan 25 mg once daily, and rosuvastatin 40 mg once daily). No other details were reported. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.